Manufacturer narrative:
The customer stated that the samples were tested at the external laboratory and on a vitros analyzer for confirmation due to the initial results not matching the clinical reports. The customer reported that there were no interferences observed in any of the samples. The customer's calibration and qc data were ok. For patient 1, there was an agreement with reference to the respective expected values between the customer's e 602 module and the different laboratory's e 602 module. The field service engineer performed maintenance and instrument checks on the analyzer. He reported no issues with calibration or qc. The customer confirmed that the samples were not available for an investigation. The observed differences generated with the roche assay and the vitros assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). After the event, the customer stopped running the cortisol assay on their e 602 module. The investigation confirmed the customer's calibration and qc were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys cortisol test system results for four patients tested on a cobas 8000 e 602 module serial number (B)(4). The customer confirmed calibration and qc were acceptable prior to patient testing. The initial cortisol results were reported outside the laboratory. For patient 1, the sample was repeated on the same analyzer as well as a different e 602 module at a different laboratory. For patient 2 and patient 3, the customer performed repeat testing on the same analyzer as well as an ortho vitros analyzer at a different laboratory. For patient 4, the customer only performed repeat testing on an ortho vitros analyzer at a different laboratory. Between (B)(6) 2020, patient 1's initial cortisol result was 40.33 ug/dl. The patient's repeat result on the same analyzer was 42.08 ug/dl, and the patient's repeat result on a different e 602 module was 23.78 ug/dl. The specific date of measurement for patient 1 was requested but not provided. On (B)(6) 2020, patient 2's initial cortisol result was 21.66 ug/dl. The patient's repeat result on the same analyzer was 21.39 ug/dl, and the patient's repeat result on a vitros analyzer was 8.87 ug/dl. On (B)(6) 2020, patient 3's initial cortisol result was 25.85 ug/dl. The patient's repeat result on the same analyzer was 25.82 ug/dl, and the patient's repeat result on a vitros analyzer was 13.9 ug/dl. On (B)(6) 2020, patient 4's initial corisol result was 29.62 ug/dl. The patient's repeat result on a vitros analyzer was 19.4 ug/dl.